Event description:
An optometrist reported that following bilateral prk (photo refractive keratectomy), the pt presented with residual astigmatism in both eyes, and the vision was not 20/20. The pt reported blurred vision. In a f/u, the optometrist indicated that the residual astigmatism will be corrected with an enhancement. The pt has not yet been scheduled for the enhancement, as the surgeon is waiting until the pt has a consistent set of manifest refractions. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).